Event description:
It was reported while using bd¿ multi-use one-piece sharps collector, 3.3 qt, red the lid was incorrectly assembled. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about separation of the white lid of sharps corrector. According to the customer¿s report, the customer received the product with the white lid separated.

Manufacturer narrative:
H.6. Investigation summary: no samples but photos were returned by the customer. This is a report about separation of the white lid of sharps collector. According to the customer¿s report, the customer received the product with the white lid separated. Requirement(s):the lids should be properly installed while bottles are molded (hot) so that the lids snap onto the containers and remain snapped in place permanently. Investigation: once pictures were reviewed at upl it was discovered that this issue had the same rc as pr ID: 6416547 for lot# 2153001 (around the same time frame, early mid 2022). The lids were simply not snapped onto the containers. This process must happen when the bottles and caps are hot. It is normal practice to heat the caps prior for ease of assembly, however the lids should have been fully seated/assembled onto the bottles during the production run. Corrective and/preventive action: implement automatic cap press into production: an air actuated press has been implemented to assist operators with the assembly of the cap to the bottles on the manufacturing floor. This action took place in late 2022. Conclusion : this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ multi-use one-piece sharps collector, 3.3 qt, red the lid was incorrectly assembled. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about separation of the white lid of sharps corrector. According to the customer¿s report, the customer received the product with the white lid separated.